Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the needle detached from the hub of the cvc during puncture. The device was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit containing multiple components. The introducer needle will be analyzed as part of this complaint investigation. Visual examination revealed that the introducer needle cannula was separated from the needle hub. The needle hub did not contain any cracks or deformities. The proximal end of needle cannula and the outside of the hub channel contained a small amount of adhesive residue; however, no adhesive material was observed inside the hub channel. The blast length on the needle cannula measured 10mm, which is within the specification limits. The outer diameter of the needle cannula measured .0502", which is within the specification limits. The cannula inner diameter measured .042", which is within the specification limits. The inner diameter of the hub inner channel measured .059" , which is within the specification limits. The needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer reported issue of the cannula separating from the hub of the introducer needle was confirmed during sample investigation. Microscopic examination revealed a small amount of adhesive residue on the proximal end of the needle cannula; however, no residue was observed on the inside of the needle hub channel. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed, and no issues were found. A device history record review was performed, and no relevant findings were identified. Based upon the observed defect the probable cause of this issue is manufacturing (assembly) related. A non-conformance request was created to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the needle detached from the hub of the cvc during puncture. The device was replaced without incident.